Manufacturer narrative:
In communication with technical assistance center (tac) support engineer, customer was provided with troubleshooting to help with no output on the bipolar mode, however, the issue was not resolved. Customer informed tac that the physician currently using the monopolar mode to complete the procedure and stated that would call back when able to complete to troubleshoot. Customer did not call back to provide an update on the reported issue. Tac follow up several times, however, were unsuccessful as no response received from the customer. The subject device was not returned for evaluation. It is unknown at this time what cause the reported issue. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that there was no output power when using the (plasma kinetic/superpulse) pksp generator in bipolar mode. According to the report, the issue occurred during a procedure (therapeutic) and the physician was using a super loop front loading electrode. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.